Manufacturer narrative:
Carefusion complaint number: (B)(4). While in service, the unit failed the functional test for non-conformance for the tidal volume testing. During testing, the unit¿s measured vti was 148.0; the expected vti is 184.7 - 234.7. The service technician replaced the hybrid board as a precaution.

Event description:
The customer shipped the ventilator in for the scheduled 15k performance maintenance testing with no patient involvement or reported malfunction of the device.